Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with unknown blood glucose. Customer had symptom of cramping, foot swelling, nausea, dizziness and excessive thirst. Customer's emergency room visit was due to high blood glucose. Customer was not admitted into the hospital. Customer would be treated and released. Customer was wearing insulin pump at the time of emergency room visit. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer reported that drive support cap appeared normal. Customer states there were no leaks or air bubbles and there were no site or insulin issues. Customer declined to check settings. Customer was advised to change infusion set, reservoir and insulin and to treat high blood glucose per healthcare professional's recommendation.